Event description:
This procedure was performed in (B)(6). The customer reports that during the last segment of treatment, the watts coming from the generator was very high and no energy was delivered to the catheter. Since this was the last segment of this procedure, the physician decided to stop the procedure and the last segment was not completed. No patient injury or ill-effects. No medical intervention required.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: two closurefast catheters was received for evaluation. The brown outside box was opened and found the devices were inside a wrapped (B)(6) box. The (B)(6) box was opened and discovered two closurefast catheters were each stapled closed within the original pouch. There is no indication the two catheters were used during the same procedure. Due to the lot numbers being the same, it is not possible to differentiate which catheter belongs with each complaint. Each catheter was identified with its own unique alpha character to perform testing within the lab (a,b). Visual inspection: the closurefast catheters coil, catheter shaft, and connector were inspected. The only damage of note was a kink was observed on catheter a approximately 48cm from the distal tip. No other damages or anomalies were observed on either catheter a or catheter b. Both devices passed continuity and resistance functional testing: a. Catheter a: e+ to e- 86.3 ohms (80-113 ohms), tc+/tc- 112.8 (less than equal to 250 ohms), resistor 1 value 13.66kohms(13.43-13.97kohms), and resistor 2 value 8.05kohms (7.90-8.22kohms). B. Catheter b: e+ to e- 87.8 ohms (80-113 ohms), tc+/tc- 112 (less than equal to 250 ohms), resistor 1 value 13.69kohms(13.43-13.97kohms), and resistor 2 value 8.06kohms (7.90-8.22kohms). C. Both devices were attached to a test generator unit and run through three dry cycles each by activating the activation button on the handle. Between cycles the connector was reattached to the generator. The unit performed as intended.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).